Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
During a procedure the liner would not seat in to the shell due to a reported issue with the locking ring. The shell was removed from the patient and another shell, locking ring, and liner were used to complete the procedure.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported condition. A conclusive root cause of the event could not be determined.